Event description:
It was reported that the patient's scs system was auto reducing and the ipg was unable to be set to MRI mode due to high impedances present on both leads. As a result, surgical intervention was undertaken on (2024 wherein both leads were explanted and replaced to address the issue. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.